Event description:
It was reported the device was used during a laparoscopic low anterior resection, mesentery procedure. It was reported by the affiliate that when the device was fired across the mesentary, a complete staple line did not form. A new device was used to complete the procedure. There was no pt consequence.